Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set incorrect insertion of the soft cannula on (B)(6) 2024 and then bleeding. The first two infusion set was in use for more than 3 hours but less than 5 hours and third infusion set was in use for almost a full day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1963769 - MDR 3003442380-2024-24470 - device 3 of 3. H1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.